Event description:
It was reported that this right ventricular defibrillation lead exhibited pace impedance measurements of greater than 3,000 ohms and slight noise. The noise was not being oversensed. Boston scientific technical services discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.